Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was noted to be unresponsive and stopped all insulin delivery. Subsequently, a malfunction alarm occurred. The customer's blood glucose level was 180 (mg/dl). It was indicated that the customer would use a backup pump and also had manual injections of novolog available as alternate insulin therapy.